Manufacturer narrative:
Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of brain aneurysm in a female pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unknown date, the pt started super poligrip (dental). In 1999, the pt experienced brain aneurysm. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the event was unk. Consumer reported that she had a brain aneurysm in 1999. No other information was provided.